Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed testing of the internal circuitry was undertaken. Interrogation found the device in fall back mode as the result of exposure to radiation. A review of the device memory noted four faults and 764 memory corrections. Manual electrical measurements noted normal fallback mode sensing, pacemaker, and defibrillation functions. Code was reloaded into the device memory and started. The device was then fully programmable. The device passed all electrical testing. No further analysis was performed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) may have had radiation exposure leading to the memory corruption fault code that occurred. There was no report of adverse patient symptom associated with this clinical observation.